Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances note device photo evaluation: visual analysis of the identified photos: crease fold, deformation, cloudy in the gel and red particles in the shell. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to an implant exchange.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown. The device been explanted and replaced.